Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when checking the endotracheal tube's cuff before intubation, it was found that the large cuff had great resistance, and the cuff was found to be uneven after inflation. It was immediately replaced with a tracheal tube to use. After the replacement, it was used normally. And because it was not used on the patient, there was no harm was caused.